Manufacturer narrative:
Additional information: initial reporter's address. H10: the customer reported there was a hole in the tubing, and returned one used sample of material 30873, lot unknown but several were reported. Upon initial visual examination, the set had no defects or abnormalities. The set was tested at the different ports, and eventually the report was confirmed with a leak from a crack in the female luer on the back chack valve extension. The female luer was cracked and allowing for a leak, and component damage was verified. A device history record review was performed for the potential lots listed by the customer. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The female luer with crack was sent to the supplier of the component for further analysis. The supplier found no other similar issue on the lots listed, and the issue did not exceed acceptable quality limits. The issue was not identified as a manufacturing issue, and all monitoring and quality assurance practices passed for these manufactured lots. The root cause is unknown. The potential issue listed is the part coming into contact with a chemical which embrittled the part.

Event description:
No additional information was provided.

Event description:
It was reported by a customer that they had a hole in the tubing which allowing air to enter the tubing. When this nurse and (B)(6) were completing pts bath, it was found that there was a decent amount of air in the pca IV tubing post channel. The infusion was immediately stopped and upon further investigation it was found that the side infusion port had a hole that was allowing air to enter the tubing. Critical care team was notified and ECG was obtained. No other symptoms identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. Several lot numbers were provided reflecting the lot numbers the facility has on hand. The lot number associated with this event is unknown.